Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than two months post implant the right atrial (ra) lead dislodged, the lead had gotten pulled out. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.